Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that one out of three boxes of her infusion are already open upon receiving. Device labels including serial number and dome label reported as missing removed worn faded or damaged. No further information was available.